Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes and the device did not mode switch due to the undersensing. Low p waves were also noted on the ra lead. Additionally, there was an alert for high left ventricular (lv) lead thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.